Manufacturer narrative:
The pump was received with a motor error alarm during the rewind test due to an out of phase motor encoder signal. No motion sensor test failure error alarm was noted during testing. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was in the room when she had an MRI. Her insulin pump alarmed motion sensor test failure when she attempted to rewind. The patient's blood glucose at the time of incident is unknown. Troubleshooting occurred and the customer was unable to complete the displacement test: during the rewind the motion sensor test failure alarm recurred. The insulin pump was returned for analysis.